Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4)

Event description:
Customer stated patient was treated right and left gsv on separate days (8-24 and 8-26). When patient came back for ultrasound follow up both veins were still open (8-31). Patient showed no vein wall thickening. Customer did not save catheters. They did not know there was any issue until the follow up appointment; both procedures went well otherwise.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report 09-sep-2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.